Manufacturer narrative:
(B)(4). Date sent: 6/28/2023. D4: batch #278c59. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by ¿the device misfired?¿ what is meant by ¿the device would not work?¿ investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45l device was returned with nozzle damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No conclusion could be reached as to what may have caused the nozzle to be damaged. The device event log was reviewed. A software error was found that caused the device to disable firing and articulation function as a safety measure to prevent any inadvertent harm to the patient. The device can recover from this state by reinserting the battery. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 278c59, and no non-conformances were identified.

Event description:
It was reported that during a gastric bypass procedure that the device ¿misfired¿ battery was removed and replaced several times, but the device would not work. Another like device was used to continue with the procedure. There were no adverse consequences for the patient. No further information was provided.